Event description:
Per complaint (B)(4), the ht2.5 tool became stuck in the implant. This resulted in the removal of the implant.

Event description:
Reviewed attached customer feedback form contraindications relevant to failure: n/a part: 853210 revision: a visual: implant received was damaged. Specification should be: length: 404 ± .003 specification as found: .4053 diameter: .1250 / .1265 specification as found: .1260 comments: received only the implant, customer did not returned the hex toll (driver). The implant was damaged around the external threads and also around the internal hex features, verified the 2 different hex size in the implant and they both still accepted out hex gage. Performed a visual and dimensional inspection on the areas not affected by the damaged and it meets our specifications. Date of inspection: (B)(4) 2018,